Event description:
During testing at the user facility, it was found the device touchscreen did not respond. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to not respond when pressed. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.